Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an inaccurate delivery issue. The patient had a blood glucose of 742-747 mg/dl with symptoms including confusion, polyuria, polydipsia, and chest pain. The health care provider attributes this excursion to an unspecified concurrent illness, but insists the pump be replaced. This complaint is being reported because the patient experienced hyperglycemia and because of an allegation of inaccurate delivery.